Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: sc-8336-50, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing increased pain and inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure, and the explanted devices will not be returned.